Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. There was no physical damage at the foreign matter detection point and it is unknown if reprocessing was implemented according to instructions for use. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the air-feeding function and the objective lens cleaning function." 3) "flush the air/water channel with water and air." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channel pressure of the evis lucera elite gastrointestinal videoscope was too high. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the nozzle. The material was a white plastic like material protruding from the air/water nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the light and optical cover glass adhesives were pitted, the distal end adhesive was pitted, the up/down and left/right angulation was not to specification, the up/down and right/left knobs had play, and the air/water supply volume, water flow and water removal were not to specification due to the clogged nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.